Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had atrial fibrillation (af) with rapid ventricular response for which the device delivered an inappropriate shock. Additional information was received which reported that the patient later presented to the emergency room due to receiving shocks from the device. The shocks were determined to be inappropriate which were again due to af with rapid ventricular response. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device is expected to be returned and analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had atrial fibrillation (af) with rapid ventricular response for which the device delivered an inappropriate shock. Additional information was received which reported that the patient later presented to the emergency room due to receiving shocks from the device. The shocks were determined to be inappropriate which were again due to af with rapid ventricular response. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information was received that this s-ICD was explanted due to inappropriate shock and was replaced with a transvenous device. No additional adverse patient effects were reported.